Event description:
Vns pt was experiencing an increase in seizure activity. Treating physician does not know whether the increase is above pre-vns baseline frequency because the pt is new to the office. Based on known device settings, generator battery end of life is not a likely cause of the reported increase in seizure activity.